Event description:
It was reported that the calf supports are not locking in place. It is unk if there was pt involvement or if there are adverse consequences to report.

Manufacturer narrative:
Result: calf support.